Event description:
It was reported patient experienced intraop trochanteric fractures. No treatment or intervention was provided, and no further complications have been reported. No further complications were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Nakamura, t., yamakawa, t., hori, j., goto, h., nakagawa, a., takatsu, t., osamura, n., saito, a., hagio, k., mouri, k. (2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery 29(3) 1¿8. Https://doi.org/10.1177/23094990211063963. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 163651-22.2mm dia cocr mod hd std nk-unknown. 110010716-e1 ringloc bipolar 22x40mm-unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial left hip hemiarthroplasty, the impactor pushed the trochanter when inserting the stem fracturing the trochanter. No additional intervention or treatment was provided. Attempts have been made and additional information on the reported event is unavailable at this time.